Event description:
The customer's family member called and stated that the customer was having lbgs. It was indicated that the family member needed assistance with suspending the pump. At that time, the family member was assisted.it was stated that the customer went into a seizure and familiy member had to end the call to notify the paramedics. No further details and was unable to verify any info.